Event description:
New information received notes that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was noted to have recurred on the ventricular channel. Additional programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert for two episodes of non-sustained right ventricular oversensing. Post-paced t-wave oversensing on the ventricular channel was observed. Programming change was made and the patient will continue to be monitored.